Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received her shipment and wanted more information about the letter on the scroll wrap. The patient's blood glucose level was unknown. The customer stated that they were in the hospital but that the hospital visitation was already documented. The customer was informed that the customer will be put on a waiting list for a new insulin pump. No further information was provided.